Event description:
On (B)(6) 2013, the nurse had difficulty with cannulation of the patients¿ fistula. After multiple attempts, treatment was started, but ended early due to a venous needle infiltration. The patient was discharged with plans to dialyze the following day. The following day, there were eight attempts to cannulate the patients¿ fistula before achieving successful cannulation. Once cannulation was successful, the patient completed an uneventful treatment. On the day of this event, the patient complained of lethargy and feeling weak. Approximately one hour into an uneventful treatment the patient complained of a ¿heavy head¿ and ¿fullness of the stomach.¿ the patients¿ bp was 99/58; hr: 70; and oxygen saturation was 94% on room air. The patient became more lethargic and her weakness worsened. The blood from the extracorporeal circuit was returned to the patient; oxygen was administered; treatment was stopped; ems was called; and the patient was transferred to the hospital. On arrival to the hospital the patient was having melanotic stools and active bleeding from the fistula. She was awake and answering questions. Lab results revealed a hgb: 2.9 and hct: 8.7. The patient was admitted to the hospital with a diagnosis of ¿apparent acute hemolytic anemia of unclear etiology". The numerous needle punctures and infiltration of the venous needle is most likely the cause of the hemolysis. The nephrologist examined the blood tubing set and dialyzer and reported no abnormalities were observed. The phoenix machine was inspected by a gambro technical services representative and returned to service. The blood tubing set and dialyzer were retained by facility and will not be released to gambro.

Manufacturer narrative:
The blood tubing set involved in this incident was retained by facility and will not be released to gambro. (B)(4).